Event description:
It was reported that simultaneous flow was experienced using a clearlink secondary set and an unknown primary set. The reporter stated that the current practice is to clamp the primary line and the second blue secondary hanger is often utilized to overcome the simultaneous flow. This event occurred during patient infusion with taxol from aviva bags using an unknown infusion pump. The reporter stated that the infusion pump had been programmed to infuse at 250ml/hr. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.